Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The cause for the failure was isolated to shorted u727, u728, and esd700 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted in the damaged belt.

Event description:
A us distributor reported that an electrode belt delivered pulse below lower limit.